Event description:
On 10/15/1998, the physician informed the MFR's rep of the following: the pt developed extreme tenderness after infusion. A venogram showed extravasation on the right side. The device was explanted due to a fracture at the clavicle and a segment of the catheter was lodged in the pt's heart. The segment of catheter which lodged in the pt's heart was to be removed by another physician at another facility. No further details were provided. On 11/16/1998, the MFR rec'd a faxed report from the facility where the physician removed the device. The report states the follwoing: catheter failed and when the pt went to x-ray, the physician found that a small piece of catheter had "pinched off" and lodged into the pt's heart. The detached portion of the catheter will be removed as soon as possible. No further details were provided.